Event description:
It was reported that the insulin pump had cosmetic damage. The blood glucose reading is 108 mg/dl. Customer stated that there is a crack in the insulin pump. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. Missing end cap sticker. The insulin pump received with cracked display window corners.